Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test.". The patient's past medical history included gerd. Previously administered products included for an unreported indication: lexapro and protonix. Concurrent conditions included iron deficiency anemia (chronic), hyperlipidemia, obesity, knee pain (bilateral) and depression. Concomitant products included medroxyprogesterone (depo provera) until (B)(6) 2008 for birth control as well as anovlar (loestrin) since (B)(6) 2008, ascorbic acid (vitamin c) from (B)(6) 2015 to (B)(6) 2016, escitalopram oxalate (lexapro) since 2010, meloxicam (mobic) from (B)(6) 2015 to (B)(6) 2016, pantoprazole (protonix) from (B)(6) 2015 to (B)(6) 2016, pravastatin sodium (pravachol) from (B)(6) 2015 to (B)(6) 2016 and vicodin (norco) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight abnormal ("weight gain / loss: (unspecified)"), gastrooesophageal reflux disease ("gerd"), excessive granulation tissue ("post removal had granulation tissue at vaginal cuff which required silver nitrate and monsels."), hormone level abnormal ("hormonal changes") and vulvovaginal pain ("vaginal pain"). The patient was treated with silver nitrate, ferric subsulfate (monsels) and surgery (bilateral salpingectomy/hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight abnormal, gastrooesophageal reflux disease, excessive granulation tissue, hormone level abnormal and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight abnormal to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns adult patient. Patient demographic was updated. Her historical medication/condition and concurrent condition was added. Essure lot number was added. Essure insertion date and removal date was updated. Essure indication was added. Event: severe physical injuries was updated to pain: abdominal pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss: (unspecified), gerd (gastrooesophageal reflux disease) , post removal had granulation tissue at vaginal cuff which required silver nitrate and monsels., hormonal changes, vaginal pain and she did not underwent an essure confirmation test. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdominal pain/cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device monitoring procedure not performed "she did not underwent an ssure confirmation test.". The patient's past medical history included gerd. Previously administered products included for an unreported indication: lexapro and protonix. Concurrent conditions included iron deficiency anemia (chronic), hyperlipidemia, obesity, knee pain (bilateral), depression and vaginal candida. Concomitant products included medroxyprogesterone (depo provera) until (B)(6)2008 for birth control as well as anovlar (loestrin) since (B)(6)2008, ascorbic acid (vitamin c) from (B)(6)2015 to (B)(6)2016, escitalopram oxalate (lexapro) since (B)(6), meloxicam (mobic) from (B)(6)2015 to (B)(6)2016, pantoprazole (protonix) from (B)(6)2015 to (B)(6)2016, pravastatin sodium (pravachol) from (B)(6)2015 to (B)(6)2016 and vicodin (norco) from (B)(6)2015 to (B)(6)2016. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss: (unspecified)/ weight gain"), gastrooesophageal reflux disease ("gerd"), excessive granulation tissue ("post removal had granulation tissue at vaginal cuff which required silver nitrate and monsels."), hormone level abnormal ("hormonal changes"), vulvovaginal pain ("vaginal pain"), depression ("psychological or psychiatric problems (depression)"), reflux laryngitis ("lpr reflux"), abdominal pain lower ("pain lower abdomen") and aphonia ("lost voice"). The patient was treated with silver nitrate, ferric subsulfate (monsels) and surgery (bilateral salpingectomy/hysterectomy (partial)). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, excessive granulation tissue, hormone level abnormal, vulvovaginal pain, depression, reflux laryngitis, abdominal pain lower and aphonia had not resolved. The reporter considered abdominal pain, abdominal pain lower, aphonia, depression, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, reflux laryngitis, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pregnancy test urine - on (B)(6)2008: negative on (B)(6)2015: surgical pathology report: cervix: no significant pathologic change. Endometrium: proliferative phase endometrium. Myometrium: no significant pathologic change. Bilateral no significant pathologic change gross description: the right fallopian tube is sectioned to reveal a metal spring in the center diameter. The left fallopian tube is sectioned to reveal a metal spring in the center. Due to the spring, the fallopian tube cannot be sectioned (B)(6)2016, pathology report reviewed, the specimen was received in a container of formalin: uterus and cervix. The right fallopian tube measures 2.2 cm in length and 0.7 cm in diameter. The right fallopian tube was sectioned to reveal a metal spring in the center. Due to the spring, the fallopian tube cannot be sectioned. The left fallopian tube measures 1.7 cm in length and 0.5 cm in diameter. The left fallopian tube was sectioned to reveal a metal spring in the center. Due to the spring, the fallopian tube cannot be sectioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain , menorrhagia , dysmenorrhea , vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: abdominal pain/cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device monitoring procedure not performed "she did not underwent an essure confirmation test.". The patient's past medical history included gerd. Previously administered products included for an unreported indication: lexapro and protonix. Concurrent conditions included iron deficiency anemia (chronic), hyperlipidemia, obesity, knee pain (bilateral), depression and vaginal candida. Concomitant products included medroxyprogesterone (depo provera) until (B)(6) 2008 for birth control as well as anovlar (loestrin) since (B)(6) 2008, ascorbic acid (vitamin c) from (B)(6) 2015 to (B)(6) 2016, escitalopram oxalate (lexapro) since 2010, meloxicam (mobic) from (B)(6) 2015 to (B)(6) 2016, pantoprazole (protonix) from (B)(6) 2015 to (B)(6) 2016, pravastatin sodium (pravachol) from (B)(6) 2015 to (B)(6) 2016 and vicodin (norco) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss: (unspecified)/ weight gain"), gastrooesophageal reflux disease ("gerd"), excessive granulation tissue ("post removal had granulation tissue at vaginal cuff which required silver nitrate and monsels."), hormone level abnormal ("hormonal changes"), vulvovaginal pain ("vaginal pain"), depression ("psychological or psychiatric problems (depression)"), reflux laryngitis ("lpr reflux"), abdominal pain lower ("pain lower abdomen") and aphonia ("lost voice"). The patient was treated with silver nitrate, ferric subsulfate (monsels) and surgery (bilateral salpingectomy/hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, excessive granulation tissue, hormone level abnormal, vulvovaginal pain, depression, reflux laryngitis, abdominal pain lower and aphonia had not resolved. The reporter considered abdominal pain, abdominal pain lower, aphonia, depression, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, reflux laryngitis, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Pregnancy test urine: on (B)(6) 2008: negative. On (B)(6) 2016, pathology report reviewed, the specimen was received in a container of formalin: uterus and cervix. The right fallopian tube measures 2.2 cm in length and 0.7 cm in diameter. The right fallopian tube was sectioned to reveal a metal spring in the center. Due to the spring, the fallopian tube cannot be sectioned. The left fallopian tube measures 1.7 cm in length and 0.5 cm in diameter. The left fallopian tube was sectioned to reveal a metal spring in the center. Due to the spring, the fallopian tube cannot be sectioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain , menorrhagia , dysmenorrhea , vaginal bleeding. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: new events- psychological or psychiatric problems (depression), weight gain (the previous event weight gain / loss: (unspecified) was updated), lpr reflux, pain lower abdomen, lost voice, plaintiff did not underwent essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.